Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device migration is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) pump was not working properly and the device presented fluid loss. A surgical procedure was performed, in which it was noted that the cylinders presented a tear, the reservoir had migrated to the scrotum, and the device tubing appeared to be kinked. The ipp as explanted and no patient complications were reported.